Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture threshold was observed. The patient was asymptomatic. X-rays was performed and looked normal. No action was performed. The lead remains implanted and active.